Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image had a slight halo and a bright spot. The objective lens and light guide lens were damaged and leaking and had water vapor inside. The light guide bundle was yellowing. The insertion section became snaky during angulation. The angulation was heavy, reduced, and had play. The insertion section was wrinkled. Switch one (1) and the switchbox were discolored. The nameplate was missing. The bending cover was deteriorated. The right/left/up/down knobs had a stain and were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, after a diagnostic gastroscopy procedure, the evis lucera elite gastrointestinal videoscope presented a blurry image. The intended procedure was completed with another scope and the evis lucera elite video system center. No patient injury reported.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the objective lens became damaged and leaked during user handling. Water flooded inside the device, blurring the image while the user was using it. Also, the ob lens was damaged, resulting in slight halo and bright spots in the image. The event can be detected/prevented by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.